Event description:
This case report from (B)(6) was derived from medical literature on 17-nov-2016, article entitled "are we sure the safety of essure?". It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. She presented with postoperative metrorrhagia resistant to pharmacological treatment. During subsequent hysteroscopy, coils of device were visualized in the uterine cavity penetrating myometrium and causing its persistent irritation and bleeding. Trial of evacuation of the device this route failed. Patient underwent laparoscopy and essure was removed together with right fallopian tube. Company causality comment: this medically confirmed, case report derived from medical literature, article entitled "are we sure the safety of essure?" Refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that coils of device were visualized in the uterine cavity penetrating myometrium (seen as device embedded). A laparoscopy and essure removal together with right fallopian tube were performed. The event is regarded as anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device embedded were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Diagnostic results: hysteroscopy: coils of device were visualized in the uterine cavity penetrating myometrium. Trial of evacuation of the device this route failed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: several follow-up attempts have been sent, with no response to date. Company causality comment: this medically confirmed, case report derived from medical literature refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during subsequent hysteroscopy, coils of device were visualized in the uterine cavity penetrating myometrium (seen as device embedded). A laparoscopy and essure removal together with right fallopian tube were performed. The event is regarded as anticipated in the reference safety information for essure. In this case, the exact date and mechanism of device embedded were not known. Based on its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. No further information is expected.